Event description:
Customer's blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Customer consumed glucose tablets to address the issue. The customer had a pump with control-iq software enabled, did not require third-party assistance, and agreed to upload pump data for further review. Recommendation was made to consult with a healthcare provider regarding diabetes management.